Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was no outside the labeled altitude operating range. The customer's blood glucose ranged between 220-260 mg/dl. The customer continued to use the pump for insulin therapy.